Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the needle came off the thread. The event occurred during the procedure but the product was not used for patient. The status of the patient is no problem. The procedure was completed with another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Summary of evaluation: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted a detached needle and a coiled suture in a retainer. Samples were forwarded to engineering for further evaluation of noted detached needle and a coiled suture in a retainer. Engineering concluded that the reported condition could be generated if a poor suture insertion into the needle is performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition of a detached needle was related to poor suture insertion by operator into the needle during the attaching process. The product analysis established a relationship between a device failure and the reported incident of a detached needle. The root cause of the observed condition was determined to be a result of a manufacturing error and corrective/preventive action has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.